Manufacturer narrative:
The date of manufacture was reported as unknown, the date is jul 18, 2019. If additional information should become available, a supplemental medwatch report will be sent accordingly. The actual device was returned for evaluation. Quality engineering evaluated the device and it was determined that the anvil was extended and would not retract, the device made noise, the device had internal pressure built up most likely caused from a seal leak. The device was tested in tank fixture to try and locate the leak; no leaking was found. The issue could have self-fixed when the device went through autoclaving and pressure was pulled out it could have caused the improperly seated seal to seal properly. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
UDI: (B)(4). Reporter's complete mailing address and phone number were not provided. The date of manufacture was unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that the surgical impactor device was not firing and was making a noise. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.